Event description:
It was reported that during a seminar, patient spoke with patient liaison and stated that an artificial urinary sphincter (aus) was implanted about 2-3 years ago by dr. (B)(6), as the cuff was too small, a revision/replacement was done by dr. (B)(6) a little over a year ago. Patient claims he was activated and complained that the pump was pushing his skin out but they said it was fine. A time later, he saw dr. Slater, who said he had an infection and a hole in his urethra. The aus was removed. No more information is available at the moment, additional information was requested and will be provided as it becomes available.